Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient's orders was greyed out on station. The technical support specialist dialed into station ensured only one patient profile that is admitted on es servers to resolve the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system orders was gray out. Customer stated that there was unable to remove medication and there was no delay in patient care workflow. Customer added that the malfunction was occured due to misconfigured patient profile. There were no adverse events or injuries reported based on this event.